Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen read "no disposable clamp tubing." The distributor had the site stop the pump, but it was still alarming. They turned off the pump, closed a clamp on the tubing and removed the cassette. There were no bubbles observed. The tubing massaged, green tab depressed and cassette tapped on a firm surface. The cassette reattached and pump started but the screen read "no disposable pump will not run." The above steps repeated a second time with the same results. The pump powered down and clamp near port closed. A continuous infusion rate of 1.2 ml/hour had been programmed, with a total reservoir volume of 21.8 ml and given 32.75 ml. The event occurred while in use with patient, but the patient was not affected.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.